Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 28 mg/dl. The customer other blood glucose value was 82 mg/dl. The customer reported a past event of insulin slow blocked alarm which was resolved by changing the complete set. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated via phone call that the blood glucose level was 82 mg/dl.